Event description:
It was reported that approximately 37 months post-implant of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed that the patient¿s abdominal aortic aneurysm had grown since the initial implant creating a proximal type I endoleak. The patient was treated with an additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records and images were not available for evaluation. However, it was reported that the growing aneurysm contributed to the type ia endoleak. Review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn. Remains implanted in the patient.